Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303200, expiration date 06/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 304 mg/dl and 170 mg/dl on aviva system 1, and result of 135 mg/dl on aviva system 2. Customer was re- tested on aviva system 1 and received result of 144 mg/dl. All reported results were obtained within 10 minutes. Caller states alcohol was used to clean customer's fingers and may not have been wiped off completely. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.